Event description:
It was reported that a brown, milky fluid leaked from the handle while preparing for a case. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the quality investigation details the reported condition of the device leaking could not be duplicated. There was no substance found on or within the device. However, during the investigation it was found that the device overheats due in part to a problem with the gear train. Service will complete any necessary maintenance and repairs.